Event description:
During laproscopic procedure a bipolar cutting and coagulation forceps was in use and the blade used for cutting came outside of the jaws. The device was inoperable. The doctor switched instrumentation and successfully completed the case. There was no injury to the pt reported.